Manufacturer narrative:
"A fire originated in the home on (B)(6) /2025, which resulted in the death of [the customer]. The investigation into the cause of the fire is ongoing, but the preliminary investigation indicates that the fire originated on a bed." According to the initial investigation summary, the customer was transported to the hospital where he remained hospitalized for one week before passing away. Medical findings indicated burns across the torso with no evidence of smoke inhalation. Investigators observed "burn damage on the mattress around the middle of the bed with minimal water and smoke damage." Inspectors confirmed the power supply was originally connected to an extension cord and that the "pendant" component was believed to have been discarded at the hospital with the customer's garments. No additional information is available at this time. It has been determined that the reported event caused or contributed to death, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"A fire originated in the home on (B)(6) 2025, which resulted in the death of [the customer]. The investigation into the cause of the fire is ongoing, but the preliminary investigation indicates that the fire originated on a bed."